Event description:
A hospital reported that a mr850 and associated breathing circuit possibly contributed to a skin burn in the neck area of a patient. The patient apparently had a tracheostomy tube, where the heated breathing tube was connected via a trache-mask. The patient was reportedly spontaneously breathing.

Manufacturer narrative:
Method: the actual device ws evaluated. Results: the returned mr850 was out of calibration which meant that the temperatures delivered were lower than expected. Both temperature/ flow probe and heaterwire adaptor performed within specification. The resistance of the rt114 breathing circuit was within specification. When the setup was connected and run, the measured temperatures were slightly lower than the mr850 displayed. This may have had the effect of reduced humidification therapy, however it would not have caused overheating as implied by the event description. Conclusion: this is an unusual event. Although the returned device was out of calibration, we do not believe this would have contributed to elevated temperatures hot enough to cause a burn on the patient's skin as reported. This is because the actual delivered gas temperatures would have been lower than expected. We have not been able to determine the cause of the skin burn.